Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2012-01870. Plaintiff was implanted with perigee on (B)(6) 2006, to treat pelvic organ prolapse and/or stress urinary incontinence. Plaintiff alleges to have begun "experiencing pain, pain with sexual intercourse, vaginal scarring/shrinkage, spotting, and multiple other problems very shortly after implant." Plaintiff alleges to have returned to her physicians several times over the next several years due to complications. Plaintiff alleges to "have suffered serious bodily injury and harm, and suffer physical and mental pain." Plaintiff was referred to and treated by a surgeon in (B)(6) 2011.